Manufacturer narrative:
Concomitant medical products logic femoral ps cem right sz 5 (cat# 02-010-01-0350). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the male patient had a revision of right knee due to poly wear. Femur and insert were replaced. New exactech femoral components were implanted. Tibial tray remained. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3) the revision reported was likely the result of prosthesis wear, femoral loosening, and instability. The loosening may have been the result of patient-related conditions and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The loosening may have led to instability, malalignment between the femoral and tibial components, an increase in cement and bone particles in the joint space, or a combination of these possibilities, which resulted in polyethylene wear of the tibial insert. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root caused associated with ¿loosening ¿ femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.